Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable

Event description:
It was reported that the pump alarmed "no disposable, clamp tubing" and would not clear. No patient involvement reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.